Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unit passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Unit was monitored and had no unexpected audio/beep anomaly during testing noted. Insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error twice. The insulin pump was able to rewind without an alarm. The insulin pump was giving sounds and nothing appeared in the alarm history. Customer's blood glucose level was 4.5 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.